Manufacturer narrative:
Method: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro power supply had no power. Another unit was used to complete the procedure. There were no patient effects. The product is returning. The power supply is in warranty.